Event description:
The pt experienced severe spinal stenosis; l/s fusion pending. The system was explanted, the pt recovered without sequela.

Manufacturer narrative:
This report is being submitted following an internal audit.